Event description:
It was reported that the patient was experiencing head pain following an implant procedure. The patient was administered with a blood patch and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7084135.